Manufacturer narrative:
(B)(4) date sent: 2/27/2026 d4 batch #: a9e85h. Investigation summary the product was returned for evaluation. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested with a generator; the hand activation was not functional. However, the device worked properly with the footswitch. The device was disassembled to verify the condition of the internal components, and it was noted that the hand activation switch button was damaged. This caused the hand activation failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch a9e85h, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused this issue.

Event description:
It was reported that during a gastric resection there was an error due fault button. The procedure was delayed 10 minutes but was completed successfully. There were no patient consequences.